Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was vibrating continuously. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and firmware error was found in connection to the reported allegation. Screen error alerts were also present. The reported event of a receiver was vibrating continuously was confirmed. The root cause was determined to be a defective receiver battery.